Manufacturer narrative:
Updated field(s): d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported device malfunction and determined the cause was due to deformation of the plug unit, however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image noise during set up/inspection for use before patient in the room. There were no reports of patient harm.